Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that act button was unresponsive when attempting to change reservoir. Customer's blood glucose was 254 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.